Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 1 month. The device was returned for investigation. The evaluation is not yet complete. The event occurred at (B)(6) hospital in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient was treated for infection, however, the infection could not be controlled and further treatment was declined. The infection expanded to the pump pocket. The patient expired due to sepsis. No further information was provided.

Manufacturer narrative:
The pump was returned assembled with an intact driveline. The sealed inflow conduit and the sealed outflow cannula were returned attached to their respective pump ports. Examination of the pump blood-contacting surfaces found a non-laminated deposition situated between two rotor blades. A root cause for the development of this deposition could not conclusively be determined through this evaluation. This investigational finding was reported under MFR report # 2916596-2017-02954. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A specific cause for the reported infection could not be conclusively determined through this evaluation. Infection and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient's blood culture was (B)(6) for morganella morganii and the patient's pump pocket culture was (B)(6) for morganella morganii as well as pseudomonas aeruginosa.